Event description:
Received a spontaneous call from the patient's daughter, while adding the diluent to the cassette, the remo/diluent mix leaked into the cassette casing... Meaning there was a hold in the bag. Five ml of remodulin had to be wasted. She completed another mix without incident. The patient was not hammed by the cassette defect. Did the reported product fault occur while in use with the patient? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup cassette they were able to switch to? Yes. Was the wasted drug replaced? Sent a new order. Reported to (B)(6) by: patient/caregiver.